Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: the keypad was intact, but the up, down and ok buttons were intermittent. The keypad was removed and no contamination was found under the button contacts. Unrelated to the original complaint, there was evidence of moisture behind the display lens. The pump was cracked near the display lens, the keypad and the battery compartment. The leak test failed due to the cracks in the pump case. The pump was opened and there was moisture found internally. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.